Event description:
Per the audiologist, the patient reported that, following an accident in 2000, she was unable to use the phone and felt that her implant had moved. The patient underwent implant revision surgery (no details provided) at that time. Since that time, the patient has shown variable performance with the device. In 2006, the patient reported difficulty discriminating sounds and voices. The patient also had many electrodes deactivated in her speech processor program due to pain percepts with stimulation. Integrity testing in 1997, 2002, and in 2006 showed several malfunctioning electrodes. Programming changes were recommended. The device was explanted and the patient was reimplanted during the same surgery in 2006.

Manufacturer narrative:
This is a final report.